Manufacturer narrative:
(B)(4).

Event description:
Following a system implant surgery, the pt experienced a cerebrospinal fluid leak. The pump contained dilaudid 2 mg/ml. A catheter revision was performed on (B)(6) 2011. Twenty nine cm of the existing catheter remained implanted and a new 89 cm catheter segment was added. Following surgery, the pt fully recovered.